Event description:
The reporter stated a 12.6mm micl12.6 implantable collamer lens was torn and the backup lens was used. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Pt age and weight: unk. Event date: unk. Implant and explant dates: unk. Initial reporter: unk. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Manufacturer narrative:
Method: device history record review, medical review. Results: upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. Per medical review: reportedly, intraoperative lens exchange was performed to address lens damage ("tear"). No reported incision enlargement or any other tissue damage. Another lens was implanted as a backup. No reported postoperative sequelae. Despite multiple attempts no additional information has been received to date. Conclusion: based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Results: visual inspection of the returned product found one haptic torn. The lens was returned in liquid. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).